Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies were found; full lead returned for analysis.

Event description:
It was reported during lead placement there was poor tissue on rv apex so they moved up the septal wall. Good numbers and sensing with bipolar were obtained. The hooked up to the device and pacing was seen on the monitor just fine so the pocket was closed. Caller did another check through the device to find the v lead impedance >3000 ohms he remeasured 2950 ohms bipolar, still pacing and sensing still good. They reopened the pocket and retested with the analyzer and found impedance of 1500ohms. Caller broke out a new device and had the same result. The physician decided this lead may be too close to poor tissue. The lead was extracted out and a new 4076 lead placed high on the septal wall. The device was also not used. No patient complications were reported as a result of this event.